Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an air bubbles anomaly on the insulin pump. The customer's blood glucose level was 120 mg/dl. The troubleshooting was performed. The customer was advised to change the set if the bubbles persist and pressurized the insulin bottle when filling to see if this helps with the bubbles issues. The customer was advised to call helpline for any additional issues or to report additional concerns.